Event description:
Information received from a patient's friend/family regarding a patient receiving baclofen at about "132mcg/day" via an implanted pump. Indication for use was noted as intractable spasticity. It was stated that the patient had a pump that started leaking and it had to be replaced. The date of the event was unknown. No further information was reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a business partner. In reference to the previously reported pump leaking, the hcp clarified that it never happened. It was a routine pump replacement on (B)(6) 2016 because the pump had reached end of battery. The pump leaked and had to be replaced was stated as it didn¿t leak. It was a routine pump replacement. The patient was actually on gablofen. The patient was white. The height and weight of the patient was stated as not recent. The indication for use was spastic quadriplegia. The initial start date of the gablofen was (B)(6) 1999. The patient¿s medical history included cerebral palsy, spastic quadriplegia, seizure disorder, profound development delay, and reflux. The hcp then stated that she thought that was enough for history. The patient¿s concomitant medications and dietary supplements included actonel, amitriptyline, axid, calcium carbonate, flonase, flovent, ibuprofen, kepra, naproxen, nasonex, poly vitamin drops, prevacid, pulmacort, robinol, scopolamine, septra, topamz, tylenol, valium, vimpat, zoloft, and oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.